Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15801185 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the placement of the third coil in a intracranial aneurysm (6-5.2mm), the orbit helical fill coil (637hf0208/ 15801185) partly stretched, and the coil could not be withdrawn. The coil was still in the target lesion and only the wire could be returned. No adverse event at this moment. Prior to the event, an enterprise (B)(4) stent and 2 coils were implanted. The component will be return for analysis, and no further information was available.

Manufacturer narrative:
A single x-ray shot showing the fracture device within the target site was provided with no further details of how the device became that way. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the placement of the third coil in a intracranial aneurysm (6*5.2mm), the orbit helical fill coil (637hf0208/ 15801185) partly stretched, and the coil could not be withdrawn. The coil was still in the target lesion and only the wire could be returned. No adverse event at this moment. Prior to the event, an enterprise enc452812 stent and 2 coils were implanted. A single x-ray shot showing the fracture col protruding from the aneurysm into the target vessel was provided with no further details of how the device became that way. The component was expected, but to date it has not been returned for analysis, and no further information was available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15801185 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the device, the reported event could not be confirmed, but an x-ray showing the device protruding from the aneurysm was provided. However, with the limited information it is not possible to determine the cause of the event. Review of lot 15801185 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During the placement of the third coil in a intracranial aneurysm (6*5.2mm), the orbit helical fill coil (637hf0208/ 15801185) partly stretched, and the coil could not be withdrawn. The coil was still in the target lesion and only the wire could be returned. No adverse event at this moment. Prior to the event, an enterprise enc452812 stent and 2 coils were implanted. The component was expected, but to date it has not been returned for analysis, and no further information was available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15801185 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the device, the reported event could not be confirmed. However, review of lot 15801185 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additionally with the limited information it is not possible to determine the cause of the event. Therefore, no corrective actions will be taken at this time.